Event description:
During the procedure, the ablation catheter was distorted on ensite; it appeared to fold back on itself. The procedure was aborted due to inability to properly visualize the ablation catheter on the mapping system.

Manufacturer narrative:
One ensite x amplifier was received for evaluation. Visual inspection revealed the rear ports, and chassis were free of physical damage. The small form-factor pluggable receiver was swapped from slot 3 and slot 4 and vice versa for evaluation testing. The amplifier was powered on and booted to a flashing orange led status, indicating the amplifier did not pass the power-on-self-test (post). Communication was attempted but could not be established. A service som boot card was required to view the post as tracker test software could not detect the symptom. The amplifier was re-booted for the third time, and connected. At the start of the post, a nios error was noted against slot 4 cardiamp board. This post symptom prevented functionality of the amplifier which limited further testing. The field reported event was able to be duplicated by post sequencing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to the cardiamp board in slot 4.